Event description:
The customer reported that the wheel came off the lift rendering it unavailable for use. There was no patient involvement. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The golvo mobile lift is intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. Upon inspection, the hrc technician confirmed the allegation, noting that the wheels would fall when the engine was lifted. Replacement parts were ordered to repair the lift. Periodic inspection 3en371001 rev. 5, under section 3 states. Castors - wheels, roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. Although there was no patient injury associated with the reported event, the report of a wheel detaching, if it occurred during a patient transfer could contribute to a serious injury or death. Therefore, hillrom considers this complaint a reportable malfunction.